Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Review of the batch manufacturing records indicate ten packs were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced. Lot is made up of powder pouch and liquid ampoule which were also reviewed and no discrepancies noted. Visual inspection was performed on three of the retain samples of the lot while mixing the cement product. No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance.

Event description:
Issue with simplex related to setting time. Stryker third party distributor reported that by using two doses of bone cement, faced surgeries extended with 5 and 10 minutes. The storage conditions for both items were appropriate (18-20 celsius degrees).